Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The cap was broken off the interconnect board. Replaced interconnect board. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Date of event and operator of device are unknown. No information has been provided to date.

Event description:
It was reported that "system failure" alarm occurred when the device was turned on. No patient injury was reported.